Event description:
New information states that the patient presented in emergency room. Upon interrogation, ventricular tachycardia was noted and was not identified due to rate variations. No therapy was delivered. No intervention was performed. No adverse consequences were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the device was inappropriately programmed. No further information was reported.